Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The filed service engineer verifed the customer complaint, replaced the graphic user interface (gui), central procesing unit (cpu) printed circuit board (pcb. The fse re-loaded the software, ran calibrations and performed product testing, all performed testing and calibrations were passed.

Event description:
It was reported that the ventilator's graphical user interface (gui) became inoperative during patient use. The patient was transferred to another ventilator without any reported harm.